Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for overfill with the incident lot was not observed. Additionally, testing of the customer samples was performed and overfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 19 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: it was reported that the citrate tubes are overfilling. Additionally, on 1/24/2020 the bd sales consultant provided the following additional information: how was the tube drawn? By traditional phlebotomy skills and training. Erroneous results? We could only compare a few with previous results and those were fine, however, one that tested critical we could not compare with previous results. We can not say for certain that this was a result of the tube. How was the tube drawn? By traditional phlebotomy skills and training. Yes, there were successful draws from this same lot. No course of treatment changed. No, this can not be related to a department, staff member or shift. The method of draw was with straight needles. Yes, we use the bd device to transfer blood to the tube. We did not use a wingset, however, devices used were fitting and secure.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 19 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: it was reported that the citrate tubes are overfilling. Additionally, on 1/24/2020 the bd sales consultant provided the following additional information: how was the tube drawn? By traditional phlebotomy skills and training. Erroneous results? We could only compare a few with previous results and those were fine, however, one that tested critical we could not compare with previous results. We can not say for certain that this was a result of the tube. How was the tube drawn? By traditional phlebotomy skills and training. Yes, there were successful draws from this same lot. No course of treatment changed. No, this can not be related to a department, staff member or shift. The method of draw was with straight needles. Yes, we use the bd device to transfer blood to the tube. We did not use a wingset, however, devices used were fitting and secure.